Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were difficult to press when wearing the insulin pump on the belt clip. The customer stated that where the screw was holding in the battery cap was not stable, gets random no delivery alarms. Customer thinks insulin pump was slower to rewind, battery life has diminished, belt clip did not fit smoothly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.